Event description:
It was reported that the user experienced nocturnal low glucose readings, including a sensor value of 64 mg/dl, after consuming bedtime carbohydrates without announcing, and treated with orange juice followed by a children¿s juice box; a fingerstick confirmation was not performed. Symptoms included hypoglycemia without awareness during sleep. Outcomes included self-treatment with oral carbohydrates and a request for care team guidance to prevent recurrent nighttime lows. Investigation included complaint intake and troubleshooting with education regarding carbohydrate announcements, meal timing, and hypoglycemia prevention strategies. Investigation of this case revealed no device malfunction and indicated user management factors, including unannounced bedtime carbohydrates and reliance on sensor values without fingerstick confirmation, as plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.